Event description:
The article reports two separate cases of lead insulation damage that required replacement of the leads. No info was provided concerning pt symptoms and outcome. Journal reference: kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.

Manufacturer narrative:
Journal reference: kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.